Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was returned for evaluation. Visual and functional tests were performed. The front cover was broken and cracked. During functional testing, the tank was filled with water, temperature check was attached, plugged in line cord, and turned on power switch. The reported issue was duplicated as all attempts to adjust the temperature were unsuccessful. The root cause of the reported issue was found to be faulty printed circuit board (pcb). Customer rejected the repair estimate; however, the device was made into a con loaner. The pcb was replaced and the device was able to be calibrated. Performed preventative maintenance, the device passed functional and delivery tests. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device "will not accept the adjustments". No patient injury was reported.